Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 19:49:53. During night drain cycle one, the patient's ultrafiltration reading was 1779ml, indicating the home patient drained 1779ml more than their maximum programmed fill volume of 1500ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.